Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on several occasions the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2023 the patient had a blood glucose level between 25 - 29 mmol/l. On (B)(6) 2023, the patient administered a basal rate of 250% to lower blood glucose levels and changed the basal rate to 33 iu per day. On (B)(6) 2023, she had a blood glucose level of 14.6 mmol/l. On (B)(6) 2023, the blood glucose level rose again to 33 mmol/l.

Manufacturer narrative:
Correction to g1, mfg site name.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.